Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 20 synergy drug-eluting stent, it was noted that the material was wrinkled. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted from the crimped profile. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 20 synergy drug-eluting stent, it was noted that the material was wrinkled. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status as stable.